Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) zimmer.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) zimmer.

Manufacturer narrative:
(B)(4), the device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty. Subsequently, the patient underwent left hip revision due to recurrent dislocations approximately 1 (one) month later. During the revision, the head was noted to be anteriorly dislocated. The stem was retained, the cup, head and liner were revised without complications. It was noted significant amount of dense scar tissue was resected. Attempts have been made and additional information on the reported event is unavailable at this time.